Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In 2015, the patient received a depuy right shoulder reverse prosthesis. The patient reports well-being until (B)(6) 2018 when a non-sore cyst occurs at the same shoulder level. The cyst was removed in (B)(6) 2018. Surgical indication is given at the orthopedic visit. On (B)(6) 2019, surgery is carried out to remove the depuy prosthesis and it will be replaced with another prosthesis from another supplier. Diagnosis at discharge is of depuy shoulder reverse prosthesis metallosis documented in medical records. Doi: (B)(6) 2015. Dor: (B)(6) 2019. Right shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.